Event description:
It was reported that three ems were used during an unk procedure. It was reported by the affiliate that it was impossible to re-arm the instruments. There was no consequence to the pt.